Manufacturer narrative:
The lens was returned dry, wrapped in gauze in a ziplock bag. Visual inspection found the haptic torn and bent. There was debris on the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to mechanical failure. The lens was exchanged for a shorter lens. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the lens was explanted due to excessive vaulting and elevated intraocular pressure. The cause of the event was due to sizing. The lens exchange resolved the problem. Date of event: (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: event- "(B)(6) 2018" in the original MDR should be corrected to "(B)(6) 2018" implanted date should be corrected to (B)(6) 2018 in the original MDR. Claim#: (B)(4).